Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:   UDI: (B)(4). Added: (birth date), description of event or problem, other relevant history, device identification (expiration), report source and evaluation codes (patient) no code available was added to capture medical device removal. Corrected: device manufacture date.

Event description:
Medical records alleges instability and synovitis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface. Cement manufacturer is competitor. It was also reported that bone scan was hot on both tibia and femur. Surgeon suspected loose attune fb tibia. The tibia was in fact found to be grossly loose and specimens were sent for culture and sensitivity. This facility has no in house lab so results are unknown. Doi: (B)(6) 2014. Dor: (B)(6) 2018; right knee.